Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: a (B)(6) male experienced a fracture on the mid-shaft femur. Surgeon implanted a lc-dcp 12 hole plate on an unk date. Approx 2 months post operatively, the plate was found broken at a screw hole. Pt was returned to operating room on an unk date and the hardware was removed. It is not known what the pt was revised to. Surgeon noted pt did not do any hard work and it was broken while pt was walking. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is on-going.